Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02578, -02579, -02580. This report will be updated when investigation is completed.